Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's ligasure should not be triggered.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned sample met specification as received. The visual inspection found no notable co nditions. The reported condition was not confirmed in memory nor duplicated. The investigation found the device to function normally and within specifications. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's ligasure 1 could not be activated. Handpiece used was tried to another unit and it worked fine. There was no patient involvement.